Event description:
It was reported that a patient fell from the bed resulting in a bruise on the arm. Upon evaluation of the bed by the service technician, it was determined there was no device malfunction. No clinically relevant delay in treatment was reported.